Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found no image in the octagonal screen, switch one had leakage, insertion tube was aged, light guide lens was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a no image in the octagonal screen while using the bronchovideoscope. The issue occurred during reprocessing, and the diagnostic tracheoscopy procedure was completed with a similar device. There was no delay, injury, or death. The patient was not under anesthesia. There was no patient harm associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2 - the healthcare professional checkbox should be left blank. H10 - device evaluation could not confirm the customer's allegation. The issue was not replicated during device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over twelve (12) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be identified; however, device inspection detected leakage from switch 1, causing corrosion of electrical contacts at the electrical connector which could possibly lead to the event. The event can be prevented by following the instructions for use which state: operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.